Event description:
The user facility reported a small leak began during a bypass procedure. The perfusionist stated that he thought that "it was no big deal" and there was minimal blood loss. Therefore, the procedure was completed successfully without changing the oxygenator. Additional event-specific info was not available.